Event description:
On (B)(6), 2010, it was reported by the user facility ((B)(4)) to terumo (B)(4) that during cardiopulmonary bypass, blood was observed leaking from the gas outlet port. The user facility reported that intervention was required to prevent serious injury or damage and that there was an unk amount of blood loss. Surgery was completed successfully.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. This eval identified the leaking fiber and confirmed the reported complaint. All units are leak tested during production and there were no indications of any production related problems in the device history record. The device labeling does address the potential for such an occurrence with specific directions to prime the entire oxygenator circuit while thoroughly checking for any signs of leakage prior to use. There was an unk amount of blood loss, the surgery was completed successfully.